Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room in complete heart block. X-ray showed that the lead had dislodged and and was oversensing p waves, inhibiting the pulse generator. The patient was transferred to the implanting facility where the lead was replaced. A week later, the patient expired due to renal failure.